Event description:
This unsolicited case from united states was received on 19-jan-2018 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after few days had swelling, difficulty walking, after unknown latency had fever of 100.8 degrees f, pain and seemed odd/ different reaction/ atypical reaction. Also device malfunction was identified for the reported lot number. No concomitant medications or concurrent condition was provided. The patient had past treatment with synvisc- one (in his right knee annually for five years; because of his experience, he expects a certain reaction when he receives a shot). The patient's medical history included knee pain, knee swelling (swelling twice the normal size within one day of receiving the injection and it lasted only several days). The patient did not use any prosthetic device. The patient had allergies to down feathers, iodine, pet dander, and shellfish. The patient did not use pain medication. On an unknown date in (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once into the right knee for right knee osteoarthritis . They did not have any other injections at the same time as receiving synvisc-one. They did use a spray anesthetic. On an unknown date, the patient had a reaction to the injection which was atypical for him. He felt his response was so odd that he took photos and sent a fax to his doctor. He stated that "it seemed odd (before knowing about the recall) that patient had a different reaction. On an unknown date in (B)(6) 2017, after unknown latency the patient had pain with the injection (as he does every time he receives synvisc-one, but this time the pain lasted longer). The patient was a "no pain medicine kind-of guy and just deal with pain. The patient even wondered if the physician had injected the right material. He described what usually happened and contrasted that with what happened this time. Normally he had swelling twice the normal size within one day of receiving the injection and it lasts only several days, then goes away and he has relief for a year. Also typical for him is that he cannot walk within an hour of the injection. On an unknown date, after few days, the patient had swelling and difficulty walking which did not occur until several days later, and it lasted two weeks. On an unknown date in (B)(6) 2017, the patient had a fever with this injection of 100.8 degrees f. It was reported that the patient normally used crutches after receiving an injection. The patient had to use crutches again this time, but had to use them longer than normal. The doctor informed the patient that he had received the recalled lot. The patient described his current status as "fine", but was concerned that the injection might not give him its expected benefit during this year. It was reported that the patient was not interested in receiving a check, but would like a replacement shot sent for himself in case he needs additional relief during the year. The patient was not a lawsuit person and wanted to cover himself in case he needed another shot sooner than usual. It was reported that the patient liked the product and would continue to use it forever to prevent having a knee replacement. Reportedly, the patient did not have a follow-up visit to his doctor after this shot. He managed his reaction by staying in bed and waiting for the swelling to go down. It was reported that patient was normally an active person. The patient carried epi-pen and medrol with him at all times. Corrective treatment: crutches for difficulty walking; not reported for rest of the events. Outcome: recovered for difficulty walking and swelling; recovering for device malfunction, fever of 100.8 degrees f, pain. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: disability for difficulty walking and device malfunction pharmacovigilance comment: sanofi company comment dated 27-jan-2018: this case concerns a patient who suffered from difficulty walking, fever, right knee swelling, right knee pain and an atypical (different) reaction that seemed odd after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events (except for an atypical (different) reaction that seemed odd) and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded.

Event description:
Difficulty walking [difficulty in walking] device malfunction [device malfunction] fever of 100.8 degrees f [fever] right medial meniscus tear and right lateral meniscus tear [meniscus tear of knee] right knee osteorthritis [knee osteoarthritis] right knee synovitis [synovitis of knee] difficulty to do usual work, school activities, housework/ getting out of bath/ going up and down the stairs [inability to work] crepitus [joint crepitation] swelling [swelling of r knee] pain/ knee pain/ tenderness of medial joint line and lateral joint line/ pain level at 5/10 with activity [knee pain] ([condition worsened]) right knee effusion/ recurrent effusions [knee effusion] seemed odd/ different reaction/ atypical reaction [unevaluable event] case narrative: based on information received on 28-sep-2018, the reporter causality was updated to related for all events. This case is cross-referenced with (B)(4). This unsolicited legal case from united states was received on 19-jan-2018 from a patient. This case concerns a 55 year old male patient who received treatment with synvisc one and later after few days had swelling, difficulty walking, after unknown latency had fever of 100.8 degrees f, pain/ knee pain/ tenderness of medial joint line and lateral joint line/ pain level at 5/10 with activity and seemed odd/ different reaction/ atypical reaction, right knee effusion/ recurrent effusions, crepitus, difficulty to do usual work, school activities, housework/ getting out of bath/ going up and down the stairs, right knee synovitis, right knee osteoarthritis, right medial meniscus tear and right lateral meniscus tear. Also device malfunction was identified for the reported lot number. No concomitant medications or concurrent condition was provided. The patient had past treatment with synvisc-one (in his right knee annually for five years; because of his experience, he expects a certain reaction when he receives a shot). The patient's medical history included knee pain, knee swelling (swelling twice the normal size within one day of receiving the injection and it lasted only several days). The patient did not use any prosthetic device. The patient had allergies to down feathers, iodine, pet dander, and shellfish. The patient did not use pain medication. On an unknown date in (B)(6) 2017 , the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once into the right knee for right knee osteoarthritis . They did not have any other injections at the same time as receiving synvisc-one. They did use a spray anesthetic. On an unknown date, the patient had a reaction to the injection which was atypical for him. He felt his response was so odd that he took photos and sent a fax to his doctor. He stated that "it seemed odd (before knowing about the recall) that patient had a different reaction. On an unknown date in (B)(6) 2017 , after unknown latency the patient had pain with the injection (as he does every time he receives synvisc-one, but this time the pain lasted longer). The patient was a "no pain medicine kind-of guy and just deal with pain. The patient even wondered if the physician had injected the right material. He described what usually happened and contrasted that with what happened this time. Normally he had swelling twice the normal size within one day of receiving the injection and it lasts only several days, then goes away and he has relief for a year. Also typical for him is that he cannot walk within an hour of the injection. On an unknown date, after few days, the patient had swelling and difficulty walking which did not occur until several days later, and it lasted two weeks. On an unknown date in (B)(6) 2017 , the patient had a fever with this injection of 100.8 degrees f. It was reported that the patient normally used crutches after receiving an injection. The patient had to use crutches again this time, but had to use them longer than normal. The doctor informed the patient that he had received the recalled lot. The patient described his current status as "fine", but was concerned that the injection might not give him its expected benefit during this year. It was reported that the patient was not interested in receiving a check, but would like a replacement shot sent for himself in case he needs additional relief during the year. The patient was not a lawsuit person and wanted to cover himself in case he needed another shot sooner than usual. It was reported that the patient liked the product and would continue to use it forever to prevent having a knee replacement. Reportedly, the patient did not have a follow-up visit to his doctor after this shot. He managed his reaction by staying in bed and waiting for the swelling to go down. It was reported that patient was normally an active person. The patient carried epi-pen and medrol with him at all times. The patient had no pain during standing or at rest. The pain increased on activity with 5/10 on the pain scale and while follow up to the physician on (B)(6) 2018, it was reported that the patient had recurrent effusions and could have meniscus tear. The pain was 9/10 with activity. The patient went for a follow up on (B)(6) 2018 again and reported that he was not able to cross his legs. The examination of knee revealed no warmth, erythema, induration, or mass and swelling. Soft tissue palpation on right had no calf tenderness to palpation and tenderness of the patellar tendon. Bony palpation right: tenderness of the medial joint line and the lateral joint line. Active range of motion right: limited and crepitus moderate and right hamstring weakness and quadriceps weakness. Homan's sign was negative. The patient had cultures (body fluid) done on (B)(6) 2018, and no growth at 3 days, the gram stain showed no wbc, no microorganisms seen. Corrective treatment: crutches for difficulty walking; not reported for rest of the events outcome: recovered for difficulty walking and swelling; recovering for device malfunction, fever of 100.8 degrees f, pain a product technical complaint (ptc) was initiated with global pharmaceutical technical complaint (ptc) number is (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: disability for difficulty walking and device malfunction. Follow-up information was received on 14-mar-2018. Gptc number was added. Additional information was received on 28-sep-2018 from patient. Event added for right knee effusion/ recurrent effusions, crepitus, difficulty to do usual work, school activities, housework/ getting out of bath/ going up and down the stairs, right knee synovitis, right knee osteoarthritis, right medial meniscus tear and right lateral meniscus tear. Event verbatim updated for pain to pain/ knee pain/ tenderness of medial joint line and lateral joint line/ pain level at 5/10 with activity with symptom of pain level at 9/10 with activity/ not able to cross his legs.